Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was over 600 mg/dl when paramedics arrived. Customer reported that she lost her meter and that lead to hospitalization. Nothing further was reported.